Event description:
International affiliate had reported that the tip of the driver had stripped with no adverse consequences having been reported. However, examination of the returned driver by depuy synthes spine found, the tip had broken off from the device. It is not known when or where tip breakage occurred. The hospital did not report a product complaint, and there is no report of any adverse consequences. As it is possible that the broken tip remains in the patient, possibly within an implanted screw, a medwatch report is being filed to document that event.

Manufacturer narrative:
Examination of the returned driver confirmed breakage of the distal tip of the instrument. Review of the device history record found no discrepancies. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. No definitive conclusions can be made. However, the tip breakage is indicative of the application of atypical force upon the driver during screw set screw tightening or loosening. At this time, the complaint is considered to be closed.